Event description:
Litigation papers allege that after surgery friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant. As a result, the patient has been experiencing severe pain and discomfort and inflammation in her left thigh and groin. She also experiences a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Device not returned to mfg.

Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of a loose cup, a broken screw and metallosis. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A complaint database search did find additional related reports against the metal head and metal liner provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A review of the device history records for the fractured bone screw found no deviations. A complaint database search finds no other reported complaints against the remaining product and lot combination(s). Medical records were reviewed. The investigation can draw no conclusions with information provided. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppf alleges metal wear.